Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During a reverse shoulder arthroplasty the screwdriver tip (mwj127) broke and snapped off inside the glenosphere when tightening the glenosphere screw. The tip was buried and stuck in the screw head of the glenosphere so remained in the patient.